Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. Per device history report (DHR) investigation did not show issues related to this complaint.

Event description:
The event is reported as: alleged issue: when doing a functionality test before using on patient, staple jammed, more than once. No patient injury reported. Patient current condition is fine.